Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the tapering at the end of the vizigo sheath seemed like it was coming off or that it was not smooth. It was reported a lifted edge on the tip of the sheath was observed. Tapering at the end of the vizigo sheath seemed like it was coming off or that it was not smooth. The issue was described to be at the transition between the dilator tip to vizigo sheath where the dilator goes through the sheath. There were no internal wires or braids exposed. The physician described they could not insert the vizigo into patient¿s groin, though physician noted the area was very scarred and tough. Due to the resistance felt during insertion the physician requested a different sheath. Once the vizigo was replaced, the procedure continued with no further issues. There was no patient consequence.

Manufacturer narrative:
On 13-feb-2026, additional information about the event was received. It was reported that there were no full detachments from the sheath. The patient's groin area was heavily scarred from previous procedures making insertion of the sheath in the groin area challenging. The physician relayed to me that the step up on the vizigo tip from dilator to sheath was not tapered enough to be inserted. And after some tries with it was noticed the tip of the sheath was somewhat peeling/pulling away/lifted from the dilator after attempts to insert it. No issues reported relating to the handle of the vizigo. The physician did not feel comfortable with proceeding to try to to insert the vizigo any more than she already had, as she had used quite a bit of force to try and get it in. The vizigo never actually went into the patient's body as far as I know. She tried an agilis next that was able to be inserted with some effort. No pieces were separating from the sheath, no visible splits or cracks that I could see just the noticeable lifted edge. There was no visibility to the internal components of the device. Based on the information received, the event has been classified as no longer an MDR reportable product malfunction since there was no detachments or material separations. As such, this has been reclassified and recoded as a ¿material too soft / flexible (a040608)¿ issue. Manufacturer's ref. # (B)(4).